Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure at 332,783 joules and 48 minutes the fiber stopped working, the tip broke into pieces and ruptured from the metal cover surrounding the fiber tip. The fiber tip was cleaned during the procedure. No harm to the patient was reported.

Manufacturer narrative:
Device serial number: added. Device returned to manufacturer: updated. Device returned for evaluation: updated. Device evaluation codes: updated. Product evaluation: failure analysis for fiber 0010-2400-741a-1091: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode.